Event description:
The customer reported that the optical switch and the pacer function failed the operational check.

Manufacturer narrative:
The customer reported that the optical switch and the pacer function failed the operational check. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.